Event description:
It was reported by a customer complaint that the pt was hospitalized due to a diabetic ketoacidosis and hyperglycemia. It was reported that during the night the pt became ill with nausea and vomiting which was attributed to gastroenteritis. It was reported that during this spell which lasts into the next day and evening pt does not eat or bolus their insulin, pt also at no point checks their blood sugar. That evening pt becomes lethargic and was transported to the hospital. It is at the hosp they discover that the cannula of their administration set (which pt had changed the previous evening) was folded over; preventing proper flow of insulin. The pt recovered with no incident related medical sequelae.